Event description:
The consumer indicated on three separate occasions the string for her tampon came apart upon removal. On the third occasion the tampon unraveled and she had to visit her doctor to have the remaining pieces removed.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.